Event description:
A report was received that the patient will undergo an explant procedure with an unknown reason.

Event description:
A report was received that the patient will undergo an explant procedure with an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4)/ 309563, description: linear st lead, 50cm; model #: sc-2352-50, serial/lot #: (B)(4), description: linear 3-4 lead, 50cm; model #: sc-3354-25, serial/lot #: (B)(4), description: w4 splitter 2x4-25 cm.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint regarding the shocking sensation was not verified. Tests verified no loss of electric current into the surrounding tissue. Analysis verified that the device insulation was not compromised. Monitored stimulation found no surge of stimulation, and the outputs were consistent and correct on all electrodes. The ipg passed all the required tests and revealed no anomalies. Device evaluation indicated that the leads and the lead splitter passed visual, electrical and photographic imaging tests performed. Visual and x-ray inspections were performed to ensure the device integrity. Impedance measurements were within the normal range. No anomalies were found.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient will undergo an explant procedure with an unknown reason.

Event description:
A report was received that the patient will undergo an explant procedure with an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The patient did not use the ipg for a couple of years and when they tried to use the ipg, the patient experienced shocking sensations and inadequate stimulation.